Event description:
Boston scientific received information in (B)(6) 2013 from a patient verification notification form that this patient had died in (B)(6) 2009. The patient had developed an infection and the suspected root cause, as reported on the form, was related to a foreign object. The device and lead system had been implanted in (B)(6) 2009. Boston scientific received information that this local representative contacted the clinic in (B)(6) 2013 and no information was available concerning the death of this patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.